Event description:
The patient later reported that after the use of the device for one year the pain started on the side of their right leg . The pain on the left side has not been resolved, there was none steps taken to resolve the pain. The patient appointment scheduled on (B)(6) 2016 at the health care provider's office.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated the therapy worked for the first year but then she stopped using the therapy because of pain on the side of her leg. The patient contacted her health care provider (hcp) to discuss having it explanted. Hcp referred her representative recommended a different programmer which helped for two days and on the third day it stopped working and representative had her move to another program which didn't work with the patient because was still having pain. The patient stated representative has yet to return her latest call. It was noted patient was not feeling stimulation she turned stimulation off. The patient stated she spoke with representative and he assisted with program changes a month ago. It was later clarified on (B)(6) 2016 that the representative was unaware of the sudden change in therapy. He did not remember if that was part of changing programs or if he thought it was for efficacy. He was not aware that it stopped working 2 days after he recommended she change to a different program. He did talk to the patient on (B)(6) 2016 and recommend if she was not receiving efficacy she should make an appointment with the physician. He has only advised the patient to change programs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.